Event description:
It was reported that (2) devices were used during a unknown procedure. It was reported by the affiliate that both of the er320 instruments clips would not feed into the jaw properly (did not fall into the pt). Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.